Event description:
It was reported that the battery became too superficial after healing into the pocket. There was a pocket revision. The patient tolerated the procedure well and had no immediate post-operative complications. The patient was receiving >50% relief. The status of the implantable neurostimulator (ins) was implanted and remains-in-service. There was no diagnostic testing or troubleshooting performed because it was not required. The event occurred during normal use. There were no patient symptoms or complications associated with this event. The patient¿s status at the time of this report was alive with no injury. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).